Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient's ipg had difficulty linking with the remote controls. Device malfunction was suspected. The patient underwent an ipg replacement. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.